Event description:
It was reported that during an arthroscopic meniscus repair procedure, the implant broke in half. Both pieces were retrieved but it was reported that the procedure took one to one and one half hours longer than usual.